Event description:
It was reported that the patient went to the office not feeling well due to vvi 65. It was noted the device had power on reset (por). The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri52 implantable pacing lead, implanted: (B)(6) 2012; 5086mri58 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).